Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. Blood leakage in hemostatic valve. It was reported that during the operation, blood leakage was found in hemostatic valve. A new device was used to complete the surgery and there was no patient injury reported. It was the hemostatic valve that broke. The hemostasis valve (gasket) did not dislodge inside the hub, and it was unknown if the hemostatic valve dislodged outside the hub. The brim cap/hub did not detach from the sheath. No more pictures can be provided. The sheath was used on the patient and blood leakage was found during operation, but no patient consequence was caused. Air did not enter the patient¿s body. Approximate volume of blood that was lost was about 2-5 ml. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, a blood leakage was observed on the three-way stopcock section. However, due to the blood on the hub, it is not possible to see the hemostatic valve. A manufacturing record evaluation was performed for the finished device 00001878 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was not confirmed based on the video received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).